Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 20.0 diopter lens was explanted from the patient¿s left eye due to them experiencing poor visual acuity refraction for distance and near was 20/50. The lens was replaced with a lens of the same model but a 21.5 diopter. Reportedly, the patient is doing fine now. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 10/08/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received cut with residues of viscoelastic. The condition observed is consistent with a lens that has been explanted. There is no indication of a product malfunction. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.